Event description:
My adolescent son uses a g6 sensor for type 1 diabetes. Last summer, the sensor applicator malfunctioned and embedded a sensor wire (2.5 cm) in his upper arm muscle. Due to his ongoing growth, physicians determined the wire irretrievable due to the risk of more harm being caused and infection by a surgical attempt to remove it. I have documentation confirming this. Does the FDA warning letter (B)(4) related to the g6 sensors mean that some kind of retribution is available to those harmed by product failures?